Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/17/17--medical records received. After review of the medical records for MDR reportability, the revision operative note indicated minimal metallosis and several etchings on the trunnion. It should be noted a competitor cup was placed with the depuy stem. There is no new information that would change the existing MDR decision.

Event description:
Litigation alleges pain, metal poisoning, metallosis, metal debris, and elevated metal ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/22/2015 - sales rep reported revision surgery. Patient was revised to address pain and suspected metal reaction, though no reaction was noted intra op. Blood levels were within accepted limits. There is no new additional information that would affect the investigation. This complaint was updated on 07/02/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).